Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.